Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (10mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was spinal pain. The patient's medication history included beta blocker and blood thinners. The patient's medical history included intrathecal drug delivery (itdd) and retroperitoneal hemorrhage. It was reported that the patient had a retroperitoneal bleed and underwent emergency surgery. The event date was (B)(6) 2018, and after the patient was discharged on friday, their pain was increasing. The patient saw their hcp on (B)(6) 2018 and the hcp thought that due to the location of the incision, they probably cut the patient's catheter during the emergency surgery. The hcp was 99% sure that by looking at the incision, there was no way they avoided cutting the catheter. Pump logs were read and the pump was functioning fine with no motor stalls reported. The issue was not resolved at the time of report. It was noted that the hcp was going to supplement the patient on oral pain meds until they were healed from the previous abdominal surgery and was no longer a bleeding risk before taking the patient back to surgery to repair the catheter. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# concomitant medical products, implanted: (B)(6) 2017, product type; catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative reported the patient was on schedule to have a catheter revision next tuesday, june 4th as long as labs are good. It was further mentioned that the patient was not scheduled until their insurance approves it.